Event description:
This rv lead was implanted on (B)(6) 1995 and was capped on (B)(6) 2011 due to low impedance. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).